Manufacturer narrative:
Continued e.1. Phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade IV" diagnosed by ultrasound. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade IV" diagnosed by ultrasound. Device was explanted and replaced with a non-abbvie device.